Event description:
It was reported, at implant attempt, the impedance was high, >3000 ohms, when measured through the ICD. When the lead was measured with an analyzer, the impedance was 'normal'. There was speculation of a possible connector problem and a new device was used. The impedance was again > 3000. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.